Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that since implant the device was not working well, but the patient had noticed some improvement. Patient stated they were in a quandary because at their follow-up appointment they were basically told by their np that they didn't expect to see the patient again and the patient didn't know who to follow-up with for device questions. Patient reported they had increased stimulation prior to calling. Caller was redirected to their healthcare provider to discuss therapy and settings. The call was disconnected and no further information could be asked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.